Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the customer¿s allegation. The information provided by the customer did not suggest a deviation from the instructions for use (IFU) by the customer. This issue is addressed in the instructions for use (IFU). IFU warns on inappropriate reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for one (1) colony forming unit of micrococcaceae. The obtained results are in conformance with the requirements. The device was evaluated by olympus. The plug unit was cracked and leaking, the bending section glue was separated, the connecting tube was buckled, the control unit mouthpiece was scratched, the scope connector mouthpiece was loose, the scope connector cover was corroded and the angulation knobs were out of specification. Olympus requested that the customer provide the facility's cleaning, disinfection, sterilization (cds) processes performed onsite. The customer provided limited information. The customer uses olympus for maintenance and repair of the scopes. The scope was not sterilized. Although the customer did not provide the name of the automated endoscope reprocessor (aer) used on site, it was reported that the aer was tested. The results were not provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for five (5) colony forming units (cfus) of staphylococcus warneri and eight (8) cfus of staphylococcus pasteuri. The issue was found during a routine culture of the scope. The sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.